Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump had been emitting pump not primed alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following results:a review of the black box showed loss of prime following a reboot; the user did not prime within three minutes after the reboot. No loss of prime occurred during investigation. The force sensor was found to be in calibration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.